Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt's device had been explanted because the pt had developed a pus pocket behind the device.